Event description:
It was reported that the caller encountered an error with their continuous glucose monitor, specifically cgm error 42, related to the g7sensor. There was no reported adverse impact to the customer's blood glucose level. Technical support provided the caller with complete instructions for resetting the pump, and the caller planned to perform the reset when ready, with a follow-up promised if the issue persisted.